Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2012 and subsequently expired on (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported on the same patient involving two separate products and associated and associated with mdrs # 1225714-2013-00903, 1225714-2013-00904, 1225814-2013-00905.